Event description:
It was reported that during a lap hysterectomy procedure, ptc membrane became loose, no further information is available. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the ptc intact and not damaged but the electrode was missing and the ceramic cracked with sections are still bonded to the lower jaw. Because of the missing electrode we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode was found on the active rod.